Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported that the insulin pump alarmed motor error. Customer stated that she did the self test and rewind the insulin pump and it worked fine. Customer's blood glucose was 295 mg/dl. Troubleshooting was done. Advised to discontinue using the pump and revert to a back-up plan health care provider. No further information provided.